Manufacturer narrative:
D4 expiration date was updated. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 module. The results were initially positive, but were negative upon confirmation with western blot testing. One example was provided of a result of 3.61 coi (reactive). The result for a western blot using the panther method was negative.